Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and screen was broken from the inside that affecting ability to read screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had no delivery alerts, rewind slower than in the past and rejected new battery. The insulin pump will not be returned for analysis.